Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited unacceptable capture thresholds. The lead was not used and a new lead was implanted. The patient was asymptomatic during the procedure and was in stable condition post procedure.